Event description:
Reporting status: death, reporting rationale: death, device issue: none. It was reported that the graftmaster stent was being used to cover a perforation. The procedure was originally a bare metal stent (unknown bare metal stent) case that resulted in a perforation in the right coronary artery (rca). The graftmaster was deployed without an issue; however, the patient died. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - based on the review of the device history records, it can be assumed that the device was in working order and left abbott vascular as per manufacturing specifications. It is reported that there were complications, but the complications were not device related. The perforation was caused by an unknown bare metal stent in the right coronary artery (rca). There was no information provided regarding the relationship between the patient death and the stent graft used. The device was not returned for investigation; therefore, no device malfunction can be identified and no judgement can be made as to the root cause of the complaint.